Event description:
It was reported that the patient developed an infection and ran a low fever continuously. The lead was explanted and removed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.